Event description:
Paramedics used the device to adminster 4 shocks to a pt dianosed in cardiac arrest. As the defibrillator was charged in preparation to administer a fifth shock, the device displayed a service indicator and failed to discharge. The operator cycled device power and continued treatment of the pt with no othe problems repoeted. The pt's outcome was not known.